Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the user relayed that the lamp life meter was at 300 hours and the spare lamp indicator illuminated. The user was unaware if the lamp was an olympus lamp. Tac instructed the user that the maj-1817 olympus brand lamp was recommended to be used. The user was informed that the spare lamp is only intended to remove the scope safely from the patient if the main lamp expires and is not supposed to be used to perform cases. It was recommended that the device be returned for evaluation and repair. To date, the device has not been returned to olympus. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), the exis exera iii xenon light source displayed an e103 lamp error prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide additional information from the customer, applicable corrections, the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the investigation, it is likely the emergency light was turned on because the main lamp was defective and did not ignite. The exact root cause could not be determined as the device was not returned for evaluation. The instructions for use (IFU) provides users with troubleshooting steps for this type of failure: ¿the examination lamp does not ignite. The examination lamp has not been ignited yet. The examination lamp is not installed. The examination lamp is not installed correctly. The examination light is off.¿ users are provided instructions on installing an examination lamp in the section ¿replacement of the examination (xenon) lamp:¿ ¿the emergency light and the emergency light indicator are lighting up. The examination lamp is not installed. The examination lamp is not installed correctly. The examination lamp is broken.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the customer. There was no procedural delay and the procedure was completed, however, it is unknown if the procedure had been completed with the subject device or a similar one. To the customer¿s knowledge, the failure had not occurred since the reported event. To date, the customer is still not planning on returning the device. The device was not repaired by a third party and the failure resolved on its own.